Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s ventricular assist device (vad) had elevated power consumption with no signs of hemolysis. This event is associated to elevated lactate dehydrogenase (ldh) levels. The patient was treated with anticoagulation and thrombolytic therapy, warfarin, and antihypertensive. On (B)(6) 2018, the patient¿s vad subsequently experienced elevated power consumption. A preliminary log file analysis appeared to confirm the reported event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption on (B)(6) 2018 followed by another rise in power starting (B)(6) 2018 to a peak of 28.1 w on (B)(6) 2018 outside of normal power consumption. Multiple high watt alarms have been logged since (B)(6) 2018. Of note, it was reported that the patient was treated with anticoagulation and thrombolytic therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause ofthe high-power event can be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer.with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that following lysis there was some bleeding from a wound in the chest area, which was dealt with surgically. The patient began shivering and experienced a considerable increase in blood pressure. The watt values did decrease significantly, but then saw a slight rise again. The ventricular assist device (vad) remains is use. No further patient complications have been reported as a result of this event.